Event description:
(b)(6) - VISTA Nova, Patient Site ID: (b)(6). It was reported that on (b)(6) 2026, a 27mm Navitor with Radiopaque Markers was chosen for implant. Post-procedure, the patient developed transient left bundle branch block that spontaneously resolved prior to discharge. It was also reported post-procedural echocardiogram on (b)(6) 2026 noted a mobile, pedunculated, hyperechoic mass with a max dimension of 12mm observed at the posterior ventricular edge of the Navitor valve. The patient's medication was adjusted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.